Event description:
Patient who previously had a l4/l5 lumbar fusion underwent simmetry implantation on (B)(6) 2014. One week post-operatively the patient reported leg pain stretching to the foot. A myelogram and CT was completed to confirm the symptoms and upon review it was noted there was no malfunction of the implant. The surgeon thought the tip of the 6.5mm x 50mm implant could be encroaching on the s1 foramen, but noted that he did not believe the implant positioning was causing the leg pain. As there was no clear source for the patient's symptoms the surgeon elected to remove the 6.5mm x 50mm implant and replace it with a 6.5mm x 40mm implant. The revision procedure went fine, there were no adverse effects to the patient.